Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A14899,12535854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded) but not left". The patient's previously administered products included for an unreported indication: yaz. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vulvovaginal pain and nausea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, nausea, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2012: dye test showed occlusion in right fallopian tube but not in left; in (B)(6) 2012: result: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs social media received. Lot number added. New event: abnormal bleeding (general),nausea, dysmenorrhea (cramping), pain, vaginal pain were added. New reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A14899,12535854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded) but not left". The patient's previously administered products included for an unreported indication: yaz. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vulvovaginal pain and nausea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, nausea, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012, (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: dye test showed occlusion in right fallopian tube but not in left; in (B)(6) 2012: result: unilateral occlusion (right tube occluded). Lot number:12535854 manufacture date:2012/08 expiration date:2014/08. Lot number: a14899 manufacture date:2012/05 expiration date:2015/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coils misplaced') and pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A14899,12535854) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded) but not left" and device use error "left fallopian tube was inserted with two essure coils". The patient's medical history included urinary retention, tonsillectomy, adenoidectomy, uterine dilation and curettage, cervicitis and menorrhagia. Previously administered products included for an unreported indication: yaz. Concurrent conditions included cervical dysplasia and pap smear abnormal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding (general) and dysmenorrhoea ("dysmenorrhea (cramping). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, genital hemorrhage, dysmenorrhoea, vulvovaginal pain and nausea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital hemorrhage, nausea, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. (B)(6) 2012- coil - visualized 1 coil on right, 2-3 coils on left. On (B)(6) 2012, plaintiff had essure device placed on both side (left and right) in the usual fashion without difficult. On (B)(6) 2012, after both tubal ostia were visualized right coils was correct and left coil was misplaced, therefore the left tube was again placed with essure device. (B)(6) 2012- coil - visualized 1 coil on right, 2-3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: dye test showed occlusion in right fallopian tube but not in left; in (B)(6) 2012: result: unilateral occlusion (right tube occluded). Lot number:12535854. Manufacture date:2012/08. Expiration date:2014/08. Lot number: a14899. Manufacture date:2012/05. Expiration date:2015/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: medical record received. Events left essure coils misplaced and left fallopian tube was inserted with two essure coils were added. Medical history and concurrent condition were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.